Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up and did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was received at zoll medical corporation. However, during disassembly of the device to determine root cause, the technician observed extensive water damage. The device was unrepairable and labeled not certified for clinical use. Analysis of reports of this type has not identified an increase in trend.